Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On may 20, 2024, the nurse discovered that the indwelling needle's flow-stopping clip would still return blood after being locked, affecting normal use. She promptly replaced it and notified the equipment department for processing.

Manufacturer narrative:
1. DHR/bhr review: (1)the batch number of the complained product is 3289312, is 24g and product code is 383912, produced on 2023/11, with a total of (B)(6) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. No samples or pictures were returned, the defect status cannot be confirmed. 3.take the retained samples of this batch for pinch clamp clamping test and pinch clamp sealing test, and no abnormal results were found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Event description:
No additional information provided.